Event description:
Account reports: clinician experienced skin irritation during a glove evaluation. They are scrubbing their hands approximately 4-8 times per day. The symptoms are limited to redness. The evaluation has been going on for three weeks.